Event description:
A peritoneal dialysis (pd) patient experienced an issue with a transfer set further reported as "broke and was contaminated". Additionally, it was reported that "white twist clamp, the whole end piece came off when it broke." The patient was diagnosed with peritonitis. It was not reported if the patient was hospitalized. The patient received unspecified antibiotics for treatment. At the time of this report, the patient outcome and action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.